Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that after trying byte aligners for two and a half years they have seen no progress and have chipped a top incisor tooth. Photos provided by patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.